Event description:
During a laparoscopic cholecystectomy, the clips were scissored. The clips were removed with a grasper and another clip applier was pulled and used to finish the case. There were no pt consequences.